Event description:
Customer reported that insulin gauge displayed an amount different than expected, with the pump showing a static fill estimate of 60 units despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer about the cause related to variance in measured pressures used for calculating remaining insulin and explained that the fill estimate would adjust once the insulin reaches the displayed amount. The customer understood and acknowledged the explanation.